Manufacturer narrative:
Other applicable components are: product ID: 97745, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient and their family member/friend regarding the patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that troubleshooting was needed for the patient¿s controller. It was reported that the controller screen displayed a ¿software problem¿ message. It was reported that the patient was charging their ins with the controller, when all of a sudden, the software problem screen 99 appeared. It was indicated that the patient¿s controller was not connected to the ac adaptor but it was connected to the recharger. It was also indicated that the lithium ion battery pack were being used at the time of the event. The patient reported that they were up to 80 percent when the ¿software problem¿ screen appeared on the controller. The patient added that this ((B)(6) 2017) was the first time this happen since they got their ins in (B)(6), and they ¿panicked¿. The patient was directed to reset their controller by removing and re-inserting the batteries/battery pack. After doing this the patient confirmed this resolved the issue with the ¿software problem¿ screen. It was reported that the patient had the recharger cord connected to the controller and reported seeing the ¿no device found, reposition recharger cord closer to ins¿. The recharger cord was then disconnected from the controller and they exited out of the ¿no device found¿ screen. It was then stated that they saw the main therapy screen (under group c) on the controller. It was indicated that the controller battery level was at 40 percent and the ins was at 80 percent. The controller was plugged into the wall and it was confirmed that the controller was successfully charging (saw the flashing green light). It was indicated that troubleshooting resolved the reported issue. It was reviewed how to reset the controller if the ¿software problem¿ screen appeared in the future. The patient then mentioned that if the controller battery level went to 30 percent (red) or lower, it took too long to charge their ins. The patient stated that they tried to avoid letting the controller battery level to get too low (red). The patient stated that ¿the little bit they move, it goes away¿. The patient confirmed that all of these problems reported (taking long to charge if the controller battery level was red and issue with moving), had been occurring ever since they got their ins in (B)(6) 2017. The patient mentioned that they didn¿t drive anymore. It was also noted that the patient mentioned, ¿a little bit annoying their back, not feeling very well¿. It was indicated that the patient was talking very fast and this was not clarified. It was reviewed how to get in contact with a local manufacturing representative (rep) and they were redirected back to a healthcare provider (hcp) if they needed a rep in the future. No further complications were reported/anticipated.